Manufacturer narrative:
The facility reported that an employee cut their arm in the process of replacing the bottle of rapicide pa part a high level disinfectant (hld) in the automatic endoscope reprocessor (aer). The employee's right arm hit the bottom of the sheet metal divider and they received a small cut on their arm; therefore, user harm has occurred. Medivators field service engineer (fse) was dispatched to examine the machine. Medivators fse reported that a plastic cap was added to the sheet metal edge of the aer. The fse spoke with the employee who received the cut and they reported that they were fine. It was reported that the fse has never seen this happen before, and that human error may have been a factor. Medivators regulatory followed up with the facility, and they reported that the employee went to the emergency center for treatment per hospital policy. It was reported that the employee was wearing appropriate personal protective equipment (ppe), including gloves and a mask at the time of the injury. The facility reported that this type of injury has never occurred before.

Event description:
The facility reported that an employee cut their arm in the process of replacing the bottle of rapicide pa part a high level disinfectant (hld) in the automatic endoscope reprocessor (aer).